Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was visually inspected. The teflon pad of the clamp was found with thermal damage. The instrument passed the energy delivery test. In addition, failure analysis investigation found the following damages not reported by the customer: the teflon pad was partially missing. The blade of the instrument was also found with thermal damage. A review of the instrument log for the harmonica ace instrument (part #: 480275-08, lot #: m90191229-0335) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk1254. The instrument was used for 1 minute and 54 seconds. A review of the site's complaint history identified pr #(B)(4) is a related record of pr #(B)(4). Based on the information provided at this time, this complaint is being classified as a reportable event because it was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the harmonic ace instrument was alleged to be melted after 30 seconds of use. There is no indication that the product was not being used as intended. It was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. Although there was no patient injury related to this event, if the malfunction were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter is unknown.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the harmonic ace instrument was alleged to be melted after 30 seconds of use. The instrument was removed and replaced with a backup instrument. No fragment fell inside the patient. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the pads on the harmonic ace instrument melted after 30 seconds of use while the surgeon was cauterizing. There were no arcing events and the instrument tips did not collide with any other instrument or tool during the procedure. The instrument and the cannula were inspected prior to use and the integrated electro surgical unit¿s (esu) energy setting was in an appropriate range. The reporter could not provide any patient related information.